Event description:
On (B)(6) 2012, patient reported the down button on the infusion device is not functioning. Patient stated the button function has been intermittent for about a week and stopped working today when she was attempting to program a temporary basal rate. Patient reported there is no audible sound made when the button is pressed. Patient stated the button pops back up when pressed. Patient will switch to her backup infusion device. Patient reported she did not receive information regarding the button recall. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.